Manufacturer narrative:
As no product was retuned for investigation, a specific root cause could not be determined. No information was provided that would point to a cause for the result discrepancy.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable glucose results from accu-chek inform ii meter serial number (B)(4). At 12:01 pm, the result was 447 mg/dl. At 12:04 pm, the result was 136 mg/dl. The customer believed the same vial of strips was used for both tests. The patient had been tested in the laboratory at 11:00 am and the result was around 150 mg/dl. The customer did not believe the first result of 447 mg/dl and stated the second result of 136 mg/dl was more aligned with the patient's blood glucose history while in the hospital. The erroneous result was reported to the patient and/or medical personnel treating the patient. No action was taken based on the result from the meter. The patient was not adversely affected. Controls were run on the meter at 10:00 am. Both level 1 and level 2 controls passed. The suspect strips were requested to be returned for investigation.